Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement driver provided to site on (B)(4) 2014. A medtronic field representative visually inspected the suspect instrument and determined that it was worn.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The tip of the driver is well worn with a rounded tip and indentations around the sides. Despite the wear, the driver is still functional. The reported event was confirmed. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that the spine clamp driver is worn, and cannot tighten the spine clamp onto the spine. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.